Event description:
As reported, during an umbilical hernia repair procedure when the ventralex st mesh was removed from the packaging it was noted to have a small tear along the sew line on the st side of the mesh. As reported, another ventralex st mesh was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, prior to use the ventralex st mesh is noted to have a small tear along the sew line on the st side of the mesh. The subject device was returned for evaluation. The sample evaluation is ongoing, at this time. When completed, a supplemental MDR will be submitted. Review of manufacturing records shows product lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. Addendum:  h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample find there is an area on the sew line that appears to be raised up giving the appearance that the monofilament is creating a small tear through the mesh as reported. Investigation finds the issue most likely presented during manufacturing due to incorrect sewing during assembly. Awareness notification was provided to all appropriate manufacturing personnel. Based on the sample evaluation and investigation performed, the reported event is determined to be manufacturing related. No additional complaints have been received to date, for this manufacturing lot of (B)(4) units released for distribution in october 2022. Corrected field: e1 (initial reporter phone #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, prior to use the ventralex st mesh is noted to have a small tear along the sew line on the st side of the mesh. The subject device was returned for evaluation. The sample evaluation is ongoing, at this time. When completed, a supplemental MDR will be submitted. Review of manufacturing records shows product lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 379 units released for distribution in october 2022. Evaluation ongoing.

Event description:
As reported, during an umbilical hernia repair procedure when the ventralex st mesh was removed from the packaging it was noted to have a small tear along the sew line on the st side of the mesh. As reported, another ventralex st mesh was used to complete the procedure and there was no reported patient injury.